Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure it was reported a small piece of plastic foreign material was observed at the distal tip of the lead following the exchange of the introducer sheath. It was also reported the lead insulation may be damaged. The lead was exchanged and the procedure was completed with no patient consequences.

Manufacturer narrative:
Evaluation summary: upon analysis, visual inspection of the lead did not find any anomalies. The introducer sheath that was used in the field was not returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts.